Event description:
It was reported that the patient presented for in-clinic follow-up. Upon interrogation of the implantable cardioverter defibrillator recorded episodes of over-sensed noise and inappropriate automatic mode switch were observed. The episodes were suspected to be caused by electromagnetic interference. No interventions were made and the issue will continue to be monitored. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2024-70366. New information received notes that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos) and the right atrial lead exhibited over-sensed noise that resulted in episodes of inappropriate mode switch. No programming interventions were made. The patient was stable.